Manufacturer narrative:
No patient information provided to date after calls to customer 05/12/21, 05/17/21, and 05/19/21. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue.

Event description:
The hospital reported an error that resulted in a loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no report of patient injury.